Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s daughter reported a blood glucose (bg) of 289 mg/dl after the pump had been off for a shower, though the meal had been announced. The user had not connected the shorter tubing when priming, and the agent advised always priming with both tubing pieces connected and recommended a full supply change for safety. Later that evening, bg fluctuated between 270¿290 mg/dl, raising concern for partial insulin delivery or supply issues. The agent guided the daughter through a site change with new steel cd supplies, and insulin delivery was resumed without issue. Follow-up attempts on (B)(6) were unsuccessful, and the case was closed.